Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that the battery standby time was short, which caused the black screen. The device was in clinical use at the time of event. However, there was no patient harm or injury reported. The device was evaluated by customer only. There was no further information regarding the tests customer performed, and how customer determined the cause. However, the customer confirmed that the battery was defective and needs to be replaced. After replacing the battery by third party, the device was back to normal use. Based on the information available, the cause of the reported problem was low-capacity battery. The reported problem was confirmed. The device was operational after repairs were completed. The device passed all required tests, and it remains at customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : the device was evaluated by the customer only.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx monitor/defib battery standby time is short (20min) during use. There was no reported patient impact or injury.